Manufacturer narrative:
Asp investigation summary: the investigation included a review of the batch history record, complaint trending, system risk analysis (sra), visual analysis, functional analysis and retains analysis. The batch history record could not be reviewed as the lot number was not available. Complaint trending could not be performed as the lot number was not available. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." Visual analysis was not performed as the product was not available for return. The supplier was not notified of the issue as the issue was not identified as a manufacturing or functional issue. Retains testing was not performed as the lot number was not available. The likely assignable cause of this issue is failure to follow instructions. A customer letter was sent regarding the importance of maintaining cidex opa solution at the required temperature. The issue will continue to be tracked and trended.

Manufacturer narrative:
Ni

Event description:
While contacting the advanced sterilization products (asp) call center for another issue of ¿clumpiness¿ with their cidex® opa solution, it was determined the customer was not following the cidex® opa solution instructions for use (IFU) and was not monitoring the temperature of their solution prior to use. There is no reported patient harm or injury with this event. The customer stated they clean their scopes in tergal enzymatic detergent, brush the scopes and submerge the scopes into two full rinses of water before processing in cidex® opa solution. They confirmed they do not monitor the temperature of their solution prior to use. The customer was advised that high level disinfection cannot be guaranteed unless the temperature reaches a minimum of 68 degrees. As a matter of policy, advanced sterilization products (asp) has decided to report cases where a customer does not follow the IFU when processing their scopes in cidex® opa solution since asp is not able to guarantee it has been high level disinfected.